Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration unknown; dose "3.75mcg/day") via an implantable infusion pump. Indication for use was non-malignant pain. The patient developed infection symptoms, thought to be a pump infection. As of (B)(6) 2015 the patient had already been admitted twice and all kinds of tests were run on her. The patient was admitted to the hospital in (B)(6) 2015. The hcps could not pinpoint an infection or the location of the infection. Blood tests had been performed and "nothing comes out in the blood test." The reporter believed the infection was coming from the pump. Patient symptoms included fever and pain. The reporter did not know why type of infection the patient had developed. The patient was given both oral and intravenous (IV) antibiotics. It was stated that the infection was resolved; however, as of (B)(6) 2015 the patient was starting to feel the same way again. The patient was going to see an infectious disease doctor once they could get it set up. The patient had been very lethargic since (B)(6) 2015 and the reporter stated that this was how it started before when the patient ended up with an infection. Per the hcp, it was unknown if the infection and associated symptoms were related to a device issue. Event outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.